Event description:
It was reported that the target lesion was in the left anterior descending artery. The vessel diameter was 2.5 mm, and the lesion length was 20 mm. The vessel was moderately tortuous, moderately calcified, eccentric, de novo, with a 99% stenosis. Predilatation was performed with the 2.0 x 15 mm trek, however, the balloon ruptured at the first inflation of 8 atmospheres, at 30 seconds. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: taiga. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices or the moderately calcified lesion, such that the balloon ruptured upon the first inflation at 8 atmospheres which is below the rbp. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Without the product to examine, a conclusive cause for the reported balloon rupture could not be determined and there is no indication of a product quality deficiency.